Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (lvas IFU) and the heartmate 3 lvas patient handbook are currently available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. A direct correlation between the heartmate 3 left ventricular assist system, serial number (B)(6) and the reported subarachnoid hemorrhage (sah) could not be conclusively determined through this evaluation. The patient ultimately expired on 10aug2021 (reference MFR # 2916596-2021-04447). (B)(6) has not been returned for evaluation at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cerebrovascular accident. The patient suffered from a subarachnoid hemorrhage (sah) on (B)(6) 2019 after being in a motor vehicle accident. Following the motor vehicle accident a computed tomography (CT) scan was taken of the patient's head. The patient was awake, alert, and was not showing any signs of neurological deficit. Acetylsalicylic acid was stopped due to the sah, but was then resumed on (B)(6) 2019. The patient increased their daily activities and exercise as tolerated and directed. The patient was discharged on (B)(6) 2019.